Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in (B)(4) where it was visually inspected. Results: visual inspection of the returned complaint mr290v chamber revealed a crack line on the lower part of dome. Conclusion: we are unable to determine what may have caused the crack of the complaint chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative of an issue with the mr290v vented autofeed humidification chamber. Upon device assessment at fisher & paykel healthcare (f&p) in new zealand, it was found that the chamber dome was cracked. There was no patient involvement.